Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the circulation pump of the arctic sun device might be defective.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced during evaluation. Pm was performed with no issues. No repairs made the reported issue. During the pm procedure circulation pump, mixing pump, heater and drain ports were replaced. Calibration and est were performed, and unit passed all testing. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump of the arctic sun device might be defective. Per follow up via ibc on (B)(6) 2021, the issue occurred at the initiation phase of the therapy and another device of their pool was used and also stated there was no patient impact. The machine was not able to circulate water and had assumption of a defective circulation pump. The device repaired onsite and preventive maintenance was performed on feb 3rd . The issue resolved after replacing the circulation pump.